Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed o2 sensor test during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description. The o2 gas module was detected as faulty and its replacement is necessary to resolve the issue. The customer ordered the part and will replaced the part by himself. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).